Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced myopic surprise. The iol was exchange in the secondary procedure. Additional information has been requested and received stated that patient issue was resolved, there was no harm to the patient. The prognosis was good and patient was not hospitalized.